Event description:
It was reported that this patient presented to the emergency room unconscious and intubated after a syncopal episode. Device interrogation revealed increased capture thresholds and five pacemaker mediated tachycardia (pmt) events that were not terminated by the pmt algorithm of the device at the time of the syncope. The physician elected to remove the patient from the course of flecainide and the threshold measurements lowered. Over the course of several days, the patient's condition improved. At this time, the system remains implanted and no additional adverse patient effects have been reported.